Manufacturer narrative:
This report is submitted on sept 22, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. Surgery to replace the magnet was completed (date not reported). The implanted device remains